Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 63mm in diameter abdominal aortic aneurysm. It was reported that while the physician was taking the delivery system out, the gray back handle dislodged from the delivery system. The physician did not attempt to reattach the handle. The physician decided to use the device despite of the handle issue, the stent graft was deployed without issue. No damage was noted to the packaging. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
The event was confirmed; with moderate pull, the rear handle could easily be detached from the delivery system. The root cause of the event was most likely due to the reduction in the rear handles resistance to detachment, as thread rad dimensions were on the upper end of the tolerance. This reduced engagement of the rear handle with the screw gear of the delivery device.